Manufacturer narrative:
Details of the cleaning, disinfection, sterilization (cds) method was provided by the customer. The device was manually cleaned using enzyme washing and was disinfected using phthalates. An evaluation of the returned device could not confirm the customer allegation. There was no image produced when the device was angulated at up (u) side. There were many press and bends on the root and front end of the insertion section. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bronchovideoscope exhibited abnormal image when the device was angulated. The issue happened during reprocessing. The device was returned and an evaluation revealed, the coating of the insertion tube was peeling off (more than one millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the event occurred due to physical stress, chemical stress, or a poor storage environment (under direct sunlight, high temperature, high humidity, environment exposed to x-rays/ultraviolet rays, etc.). The event can be detected/prevented by following the instructions for use which state the following: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "Insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube." "Precautions for storage and disposal: to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. To prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area." "Storing the disinfected endoscope and accessories: proper storage procedures are as important as proper reprocessing procedures in maintaining good infection control practices. Be sure that the endoscope storage cabinet is properly maintained, clean, dry, and well ventilated. All equipment must be thoroughly dried prior to storage. Microorganisms proliferate in wet/moist environments. Keep the cabinet doors closed to protect the equipment from environmental contaminants and accidental contact. Limit access to stored equipment by unauthorized personnel." Olympus will continue to monitor field performance for this device.